Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture divided. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide procedure name and date please explain in detail what was the issue with the device. What do you mean by ¿suture divided¿? Did the suture broke? Did the suture frayed? When did the suture present the alleged issue, before use on patient (pre-op), during use on patient (intra-op)or after use on patient (post-op)? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.